Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years. It was also reported that the device output was set at 5.0 volts at 0.6 milliseconds due to known high right ventricular thresholds. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.